Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device was inserted into the lead to provide traction. The physician used a spectranetics 14f glidelight laser sheath, then upsized to a 16f glidelight to remove the lead. Following lead removal, there was a slow but steady drop in the patient's blood pressure that did not recover. Upon checking status with an intra-cardiac echocardiogram (ice) catheter, a small pericardial effusion was developing. Rescue efforts began, including pericardiocentesis and a sub-xiphoid window. The surgeon then decided to perform a sternotomy for better access to the injury site. An rv perforation was discovered (MDR #1721279-2022-00110). After working to repair the rv perforation, the surgeon confirmed there was also a perforation in the patient's superior vena cava (svc), which he was not able to repair. Following all exhaustive rescue efforts, time of the patient's death was called. This report captures the 16f glidelight in use when the svc perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.